Event description:
The patient reported they developed a staph infection after the deep brain stimulator (dbs) was implanted. The patient had been on antibiotics for the past year. The infectious disease doctor recommended the dbs be removed.